Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there was a wathet blue foreign matter in the inner package of product. The probable root cause/s could be a small amount of plastic ¿flash¿ was created during the inductive weld process and was not removed. Improper cleaning process, qc incoming, and in-process inspections.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.